Event description:
Cement hardened too rapidly. Humerus had shattered with the impaction as well as the cement pressure. Cement was removed. Humerus fracture sites. Fracture sites were bone grafted using bone putty.